Event description:
It was reported that the ventilator alarmed disc/sense and that the turbine was seized. It is unknown if the ventilator was connected to a patient when the reported problem occurred.